Event description:
After injecting mvi into the injection port the injection port came out of the bag as the needle was being withdrawn. The fluid within the bag drained out and the bag had to be destroyed.